Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: was the needle piece(s) retrieved during the same procedure? The needle was completely removed. Were x-rays taken to locate the needle piece(s)? No what measures were implemented to retrieve the broken piece? The needle was removed using tool. Was there any additional tissue damage resulting from the search for the needle piece? No. Can you identify the lot number of the product involved? 10cp4m according to the complaint. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Physician reported broken suture and needle during surgery procedure. To procedure completed physician used another one product the same type. No consequences for the patient reported. Additional information was requested.